Event description:
A malfunction was reported on the pump, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred, which the caller acknowledged and understood.